Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is getting inaccurate spo2 readings. They have swapped spo2 probes and same issue persists. They stated on a bedside monitor (bsm) and another telemetry transmitter (tele), they got accurate readings. The swapped the probes from the working tele to the defective unit and still got inaccurate readings. Qa inquired what the incorrect reading and what was it supposed to be, if it was tested on a simulator, and if there were any error messages on the central nurse's station (cns); the customer has been unresponsive. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter is getting inaccurate spo2 readings. They have swapped spo2 probes and same issue persists. They stated on a bedside monitor (bsm) and another telemetry transmitter (tele), they got accurate readings. The swapped the probes from the working tele to the defective unit and still got inaccurate readings. Qa inquired what the incorrect reading and what was it supposed to be, if it was tested on a simulator, and if there were any error messages on the central nurse's station (cns); the customer has been unresponsive. Not in patient use. Service requested / performed: the device, (zm-531pa, serial number: (B)(6)), was returned and evaluated. During evaluation, the issue was duplicated as the unit was displaying inaccurate spo2 readings, and physical damage was found. The damage found was fluid intrusion, on the main board and spo2 board, which leads to inaccurate spo2 readings and lead values not being displayed accurately. Once the evaluation was completed the device was scrapped, as an exchange was already completed to resolve the issue. Investigation conclusion: based on the reported information and the evaluation of the device, we were able to confirm the reported issue was due to damage. Fluid intrusion was found in the spo2 and main computer boards, leading to the display of inaccurate spo2 readings, as reported. Unfortunately, a definitive root cause of how the fluid intrusion occurred was not determined, as the issue is user dependent. However, it is possible the issue was due to an accidental fluid spill, due to user related error, (due to an accidental spillage of IV fluid or water into the device and / or improper cleaning of the device, at the facility). We have also identified other potential causes of inaccurate readings/values being displayed, which are not limited to, and explained in further detail below, for reference. Potential causes: · user errors: a customer's lack of user education, due to a user related errors (such as incorrect settings or incorrect setup, incorrect placement of probes/leads/cables, accidental spillage of fluid into the device, from either an IV bag of fluids leaking into the device, water spillage into the device, or due to spillage of cleaning chemicals into the device, due to improper cleaning, and / or incorrect placement of probes of leads), can lead to the display of incorrect values / readings. Variables such as incorrect settings and / or incorrect setup / patient preparation are also known to cause or contribute to the display of incorrect readings and/or values being displayed. · damage issues: it is also possible, the device, was physically damaged, due to an impact from droppage and / or fluid intrusion (due to a fluid spill into the device and/or improper cleaning). It is also possible damage can occur due to disposable probes being reused, and / or probes or leads being damaged due to wear and tear or defective due to improper storage or use, or a defective component, (such as a probe, lead, cable, main computer board, or spo2 board, or other component), due to physical damage, customer abuse / physical damage, fluid intrusion and/or wear and tear damage to the device and / or its components or hardware, from normal or misuse / mishandling during use, and/or degradation, over time. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 additional device information: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1 04/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/05/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Multiple patient receiver model: ni sn: ni central nurse's station model: ni sn: ni additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter is getting inaccurate spo2 readings. They have swapped spo2 probes and same issue persists. They stated on a bedside monitor (bsm) and another telemetry transmitter (tele), they got accurate readings. The swapped the probes from the working tele to the defective unit and still got inaccurate readings. Qa inquired what the incorrect reading and what was it supposed to be, if it was tested on a simulator, and if there were any error messages on the central nurse's station (cns); the customer has been unresponsive. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 04/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/05/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter is getting inaccurate spo2 readings. They have swapped spo2 probes and same issue persists. They stated on a bedside monitor (bsm) and another telemetry transmitter (tele), they got accurate readings. The swapped the probes from the working tele to the defective unit and still got inaccurate readings. Qa inquired what the incorrect reading and what was it supposed to be, if it was tested on a simulator, and if there were any error messages on the central nurse's station (cns); the customer has been unresponsive. Not in patient use.